Manufacturer narrative:
Philips service replaced the cube, restored the configuration, and calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that x-ray stopped with error message 40 on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.